Event description:
I had essure placed in 2010 and in (B)(6) of this year (2013) I found out I was pregnant, I am now 27 weeks pregnant.

Event description:
Add'l info received on (B)(6) 2014: this is a f/u report from previous report. I had my son on (B)(6) 2014 and I had to have a c - section. During c- section, my doctor removed my tube to prevent pregnancy, my tube was ripped and my intestines were attached to ovary. The coil (essure) could not be located. I am now scheduled with a pathologist to determine the location of the coil. I will have more f/u report when needed.